Manufacturer narrative:
The following fields have been updated with corrections: b.4. Date event reported to cfn: 2020-06-12. G.4. Awareness date: 2020-06-12.

Event description:
It was reported that as lvp 20d 1.2m had air in the line. The following information was provided by the initial reporter: material no: 2202-0007 unknown batch no. (Lot no): unknown it was reported air has been present below the ail sensor.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 1.2m had air in the line. The following information was provided by the initial reporter: material no: (b))(4). Unknown batch no (lot no): unknown. It was reported air has been present below the ail sensor.